Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not being able to turn on. A receiver log was downloaded and a real time timer and unexpected shut off was observed within the investigation window. The defective battery was replaced with a known good battery and the receiver does not turn on. A functional test could not be performed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.